Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the seal had already been broken.

Event description:
It was reported before use of the bd insyte¿ autoguard¿ bc shielded IV catheter the seal had already been broken.

Manufacturer narrative:
H.6. Investigation summary: a device history record review showed no non-conformance's associated with this issue during the production of this batch. 1 actual sample were returned for investigation. The actual sample was subjected to visual inspection. Open seal was observed on the 4 corners of returned sample. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area, which was present on the returned samples and thus, showed that the sealing process was completed in manufacturing facility. There was change in top web material during jul 2017. The reported batch was produced before the material change. (Ref.: erf-I-096) therefore, no assignable root cause can be established.